Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken +5v wire in the cable connecting ecgs "c&d". The cable showed signs of physical abuse. The root cause for the broken wire was excessive force. No adverse event resulted from the broken wire.

Event description:
During evaluation of a patient's electrode belt for an unrelated issue, the belt failed incoming testing.